Manufacturer narrative:
The likely cause of the labeling issue could not be determined due to the lack of relevant imaging (CT scans or marker catheter angiography). Intravascular length measurements without the aid of a marker catheter can be inaccurate, not taking into account angulation of a three dimensional object visualized in two-dimensions. Based on the available information clinical was unable to determine the presence of procedure-related, anatomy-related and/or user-related issues. Additionally clinical was not able to determine off label or cautionary product use conditions. Devices remain implanted in the patient and were not returned for further investigation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of the afx devices it was observed the implanted stent dimensions did not match the dimensions on the label of the device. The procedure was completed and it was reported the patient had an unknown endoleak remaining at the end of the procedure. The unknown endoleak is addressed on an additional report to the FDA. This report is for the potential mislabeling of the event device. There have been no additional adverse events reported for this patient.